Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 419mg/dl. Customer stated that insulin pump had blank display. Customer had broken insulin pump, keeps beeping with red light. Customer performed troubleshoot but display did not return after pump restart. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with a constant blank white light on the display and constantly beeping due to cracked lcd glass and vertical cracked lcd controller. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.